Manufacturer narrative:
Per tandem's t:slim user guide: 'only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked from the bottom as the cartridge was being filled with insulin. The reported issue did not impact the user's blood glucose (bg) level. The user successfully loaded a new cartridge. Additionally, it was reported that the user experienced an elevated bg level of 475 mg/dl. Reportedly, the suspected cause of the bg level was going from u-500 insulin to u-100 insulin. The user went back to using u-500 insulin and delivered a bolus to address bg level.